Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to pocket infection hematoma noted with purulent drainage from the incision site. The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. The patient was in stable condition.